Manufacturer narrative:
Visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. A lens parent/child work order search was performed and one similar complaint was found. Conclusions - based on the complaint history, parent/child work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the haptic of a cq2015 collamer three piece lens was broken and defective. There was no patient contact. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.